Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on all contacts of the left drg lead. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: mn10450-90a, UDI:(B)(4); serial: (B)(4); batch: 7751692. It was reported to abbott that the patient had a lead revision due to high impedance. Revision took place on (B)(6) 2022 with no complications. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.